Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The reported patient symptoms of urinary incontinence are known risks associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the event of urinary incontinence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this patient with a tandem cuff artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed during which one of the cuffs, the balloon, and the pump were removed; the second cuff was disconnected and left in place. A new aus system with 3.5 cm cuff was then implanted. It was noted that the patient had a history of radiation therapy which may have contributed to the need for a smaller cuff. No further patient complications were reported.